Manufacturer narrative:
(B)(4). The lot was manufactured from february 7, 2015- february 9, 2015. The device was received for evaluation. Visual inspection noted fluid inside of the bag that contained the unit which indicated leakage occurred. Further visual inspection identified that the leak was due to broken tubing at the solvent-bonded junction of the distal luer. Part of the tubing remained inside the solvent-bonded area of the distal luer. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause of the broken tubing could not be determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor leaked into its outerpouch. The exact leak site was not specified. This occurred after the device was filled with 3550 mg of fluorouracil in 5% glucose and before patient use. The reporter stated that their pharmacy received the product with no issues, but noted the leak later when the device was sent to the ward. There was no patient involvement. No additional information is available.